Event description:
It was reported that a patient underwent a cardiac ablation which included a qdot micro¿ catheter and the patient experienced cardiac tamponade that required pericardiocentesis and prolonged hospitalization. When the patient returned to the ward, blood pressure was decreased, and pericardial effusion was confirmed. Pericardial drainage was performed, and the patient's vital signs were stable. Postoperatively, the patient¿s condition improved. The procedure itself was completed without problems as the issue was found after the procedure. Atrial septal puncture was performed with a radiofrequency (rf) needle. Ablation was performed before pericardial effusion or tamponade was identified. Myocardial biopsy was also performed after the procedure. There was no evidence of steam pop. No error messages were observed on biosense webster equipment during the procedure. The physician's opinion on the relationship between the event and the product is that the inferior vena cava (ivc) might have been burned accidentally during cavotricuspid isthmus (cti) ablation. No problem was found with the device. Relevant medical history for patient includes cardiac amyloidosis. The patient has been discharged from the hospital on may 21. The patient required extended hospitalization because of intensive care unit (ICU) admission due to the event. The patient fully recovered.

Manufacturer narrative:
E 1. Initial reporter phone: (B)(6). The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number lot 31290222l and no internal action related to the complaint was found during the review. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).